Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain. The patient line had been properly primed prior to connection. Patient extension lines were not in use. The patient was not connected at the time of the alarm as the patient line had come loose from the transfer set. The supplies had not been damaged by an outlet port clamp or assist device. No samples were available. The technical service representative (tsr) cleared the error informed the home patient (hp) of the error's meaning. The hp would continue theapy with a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.